Manufacturer narrative:
Product complaint # ==>: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the problem of pulling off suture needle happened when sewing the skin. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: the actual device was received for evaluation. An empty opened foil, an empty labeled winding former, a detached needle and a dispensed suture of product code vcp433, lot # mgz050 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Marks by use of a surgical instrument could be observed on the body needle and a filament of the suture was noted into the barrel hole. The end of the suture was noted cut appear to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling.